Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that the patient has back pain, and they assume the back pain is because of the stimulator. The hcp reported that the stimulator system doesn¿t work. No further complications were reported or anticipated.